Event description:
It was reported that the patient was seen (B)(6) 2016 and the device was at eri/rrt (elective replacement indicator / recommended replacement time). Then eleven days later the patient was back again to the hospital and the device was at eos (end of service). It was found that the device had two voltage related pors (power on resets) which are related to a low battery voltage and that wireless telemetry was no longer available with this device. The device has been removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis found the device battery severely depleted which caused the no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found li-plating breach was found along the top edge of the anode separator enclosure, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode material within the cathode tab slot resulted in an internal short in the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.